Event description:
Customer reported that she started feeling ill around 2:00 pm on thursday (B)(6) 2011, so she checked her blood glucose and it was 395 mg/dl, so she administered a 15 unit bolus dose of insulin. At 100 grams of carbohydrate are also recorded at this time. She checked again at 6:00 pm and it was still 372 mg/dl and she was eating 90 grams of carbohydrate; she took another 12.5 unit bolus. She went to the hospital late in the evening. Her bg at 9:50 pm was 400 mg/dl; another 6.5 units of insulin given. The device was removed at the hospital and she was diagnosed with diabetic ketoacidosis. The pt reported that she uses a one touch bgm and only records her results in the pdm to use the bolus calculator. Sometime she administers her bolus insulin with the omnipod, sometimes she uses injections or a pen. Her blood glucose was 331 mg/dl or above starting at 9:50 pm the night before her hospitalization.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or other product condition could have contributed to the pt's dka. No product lot number was reported, so no qualification record review was conducted. The monipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises to "check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance," "dka is a serious-but totally preventable-emergency that can occur if you ignore high blood glucose levels," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."